Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the male telescope tubing was detached from the hub near the strain relief section. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter shaft separation occurred. The target lesion was located in the right coronary artery. An icross¿ coronary imaging catheter was selected for used. However, it was noticed that the shaft became separated during an imaging pullback sequence. All aspects of the catheter were retrieved. The procedure was completed with a 6f icross¿ coronary imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter shaft separation occurred. The target lesion was located in the right coronary artery. An icross¿ coronary imaging catheter was selected for used. However, it was noticed that the shaft became separated during an imaging pullback sequence. All aspects of the catheter were retrieved. The procedure was completed with a 6f icross¿ coronary imaging catheter. No patient complications were reported.